Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR: it was reported, that this right ventricular lead dislodged in (B)(6) 2016. The lead was successfully repositioned. No adverse patient side effects have been reported.